Event description:
Prepped pronto inserted through guide to affected area and extraction done. Pronto removed, wiped down, flushed, and reinserted for 2nd pass. When removing, pronto seemed to get stuck while pulling the guider out. Upon removal a small piece of material seemed to be sticking out by wire exit.